Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with deep brain stimulation (dbs) experienced loss of stimulation and recurrence of pre-existing tremors in addition to charging difficulties and communication issues. Additional training on remote control use and proper charging of the implantable pulse generator (ipg) was provided. Although the ipg was briefly confirmed as fully charged, communication issues persisted. Attempts to restore communication using the clinician programmer (cp) were unsuccessful. The physician was unable to identify the cause of the charging or communication issues. The patient subsequently underwent replacement of the rechargeable ipg with a non-rechargeable ipg model. Analysis of the ipg was not performed, as the device was retained by the facility per protocol. Postoperatively, the patient recovered well, and therapy has resumed.